Manufacturer narrative:
(B)(4). This is a report of a user error where the nurse performed a partial swap of supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse reused single-use supplies during fill 1 of peritoneal dialysis therapy. The nurse swapped out the heater bag. The technical services representative (tsr) explained the proper procedures to the nurse. The tsr assisted with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.